Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was inside the distal tip of the pusher assembly, and the embolization coil had offset coil winds. If the packing coil is advanced against resistance, damage such as offset coil winds may occur. Additional resistance may be encountered due to the offset coil winds while retracting the packing coil lp, and if the device is retracted against this resistance, the pusher assembly may elongate beyond the reach of the pull wire and resulting in the embolization coil detaching. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp, a non-penumbra microcatheter and a base catheter. During the procedure, while advancing the packing coil lp through the microcatheter, the physician experienced resistance. Therefore, the physician attempted to remove the packing coil; however, the packing coil lp would not retract and unintentionally detached inside the microcatheter. The physician removed the microcatheter containing the detached packing coil lp and the coil was flushed out on the back table. The procedure was completed using three ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.